Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve deployed too high, so it was decided to deploy a second valve. The patient underwent a valve in valve (vinv) procedure with a 23mm sapien 3 ultra valve, and it was a bit lower, but still high. The patient had mild leak and good hemodynamics. Per report, it appears that both delivery system balloons came into contact with the stent of a previously implanted non-edwards mitral valve and 'pushed' both sapien 3 ultra valve aortic. The patient left the room doing well.

Manufacturer narrative:
Correction to h6 based on additional information. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for interventional device interacts with pre-existing implantable device was unable to be confirmed due to unavailability of the complaint device and/or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. As reported, 'ds came into contact with the mitral surgical valve resulting in both valves deploying high. Imaging showed mild pvl and good hemodynamics.' The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to the adverse event. Without the return of further procedural information or applicable imagery, there is insufficient information to determine a definitive root cause at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.